Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: d4 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Five sealed and one opened devices were available for evaluation. A video was also provided. Visual inspection noted all five opened reloads were fully fired with jaws open. Pushers on reloads a, b, d, and e were sub-flush to flush with the cartridge. Reload a was slightly articulated left of neutral, reload d contained a loose, fully formed staple between the 3 cm and 4 cm cut lines, and reload e exhibited damage to the knife blade cutting edge. Functionally, five opened reloads were loaded into a representative instrument. The interlocks were overridden. The reloads were cycled without hesitation or binding and were applied to test media. The test media was cleanly transected. The interlocks for all five reloads were tested and found to function properly. It was reported that the staple line was incomplete. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of 'particulate matter in the packaging' that was not related to the reported condition. Visual examination found that the sealed reload had one fiber-type matter and one particulate-type matter within the device packaging. Fiber-type matter looked like a tapered black particle. The particulate-type matter looked like a tiny particle. Both the fiber and particulate matter met the visual acceptance criteria when they were measured using a calibrated tappi size estimation. The most likely cause for the additional condition is manufacturing related. Internal process improvements have been initiated to mitigate this issue. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that the staple line was incomplete. This was evidenced by the surgeon successfully inserting the tip of a grasping tool into the specimen tissue at the location where the staple line was expected. It was reported that the staple line was incomplete. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after finishing the sleeve gastrectomy, the surgeon continued to reinforce the suture line with a powered stapler. The surgeon noticed that one of the mechanical staples had lost continuity in the suture line. The tissue was closed by using a manual suture. Surgical time was extended by 15 minutes.